Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre 2 sensor. A caregiver reported that the customer appeared to be "getting very low" and obtained a sensor scan of 315 mg/dl in comparison to a capillary reading of 105 mg/dl on an adc meter. It was further reported that the customer's glucose was declining down to 70 mg/dl and was treated with juice. In addition, sensor scans of 225 mg/dl and 186 mg/dl were made in comparison to readings of 108 mg/dl and 95 mg/dl on the adc meter, however it is unknown when these readings were taken in relation to the medical event. The results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Event description:
A high reading issue was reported with the freestyle libre 2 sensor. A caregiver reported that the customer appeared to be "getting very low" and obtained a sensor scan of 315 mg/dl in comparison to a capillary reading of 105 mg/dl on an adc meter. It was further reported that the customer's glucose was declining down to 70 mg/dl and was treated with juice. In addition, sensor scans of 225 mg/dl and 186 mg/dl were made in comparison to readings of 108 mg/dl and 95 mg/dl on the adc meter, however it is unknown when these readings were taken in relation to the medical event. The results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.